Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's right hip was revised. As reported: "cup spun out of acetabulum and head and trunnion had corrosion."